Event description:
Site reported they had registration issues due patient's atypical anatomy (lobectomy) during an enb procedure. The physician cancelled the case and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.